Event description:
Follow-up identified the patient's incision is healing and there were no further complaints.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a superficial infection at the ipg site. Hence, the patient's ipg and adapter were explanted. In addition, the patient's pocket was cleansed and a new ipg was implanted in a different location. The patient was prescribed oral antibiotics. Stimulation was restored post-operatively.